Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection became disconnected during the night while customer was sleeping. Customer reported that the luer/infusion set connection was straight, secure and not leaking when initially installed. Customer reconnected the cartridge luer to the infusion set and resumed insulin delivery successfully. Customer's blood glucose returned to normal from 369 mg/dl.